Manufacturer narrative:
(B)(4). Though requested, the s8-3t transducer has not been received for further eval. Add'l info will be provided once the device is returned and eval is completed.

Event description:
The customer reported that the s8-3t transducer was exhibiting poor image quality. It is unk if the transducer was used in a clinical setting. The issue did not affect pt outcome. No pt or user hs been harmed as a result of this event.